Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell onto the ipg site and as a result lost effective therapy. The patient underwent surgical intervention to have the ipg replaced. Therapy was restored and the issue was resolved.